Manufacturer narrative:
Follow-up # 1 - 4/16/2015 device evaluation:the lay user/patients meter has been returned on 3/23/2015 and further evaluated by lifescan product analysis on 4/1/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The strips have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra ping meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the issue with the meter started on ¿(B)(6) 2015, 11:55pm¿. The patient reported obtaining readings of ¿290, 416, 228 and 235mgdl/l¿ on the subject meter, tested within less than 20 minutes apart. Such a comparison meets the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and on ¿(B)(6) 2015, 11:56pm¿ took ¿5 units of humalog¿. The patient denied she developed any symptoms as a result of the alleged inaccuracy and denied receiving any treatment. At the time of troubleshooting, the cca noted that the correct testing steps, unit of measure and approved sample site were used at the time of testing. The test strip vial was intact the test strips were stored correctly and within their expiry date. Cca also noted that the patient did not have control solution to carry out a retest. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 2 ¿ the patient¿s test strips have been returned on 4/1/2015 and evaluated by lifescan product analysis on 5/5/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.